Event description:
On (B)(6) 2010, g3 long nail operation was performed. Nine days after the operation, the patient suffered a fracture again at the part of nail's end. Although the nail was replaced to more long nail, the patient suffered a fracture again at the part of the distal screw. The surgeon chose the conservative treatment after that.

Manufacturer narrative:
Device was discarded. If additional information is received it will be returned on a supplemental report. Additional devices: lag screw, ti gamma 10.5x85mm, 3060-0085s, k208233 lot no; locking screw, fully threaded tw tibia 5x40 mm, k776670 lot no; locking screw, fully threaded t2 tibia 5x40mm, 1896-5040s, k253096 lot no.